Manufacturer narrative:
Section d4: the device lot number was requested but not provided. Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the evaluation did not confirm the reported event of a bent pin within the battery clip. The customer exchanged the battery clip; however, the clip will not be returned for evaluation, as it was disposed of. No pictures were provided. As a result, the root cause of the reported event could not be conclusively determined, and the complaint file will close accordingly. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate3 instructions for use section 3, ¿powering the system¿ and heartmate3 patient handbook section 3, ¿powering the system¿ explain how to properly attach and tighten the power cables to the battery clip. The heartmate3 instructions for use section 7 ¿alarms and troubleshooting¿ and the heartmate3 patient handbook section 5 ¿alarms and troubleshooting¿ addresses how to interpret and troubleshoot alarms, such as power cable disconnect alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a pin in the battery clip was bent. The battery clip was exchanged.